Event description:
It was reported that the ilet touchscreen was shattered after the device fell to the ground while the patient was sleeping, and the screen remained usable though connectivity issues were experienced; the device had been synced and will be returned. Symptoms included no injury. Outcomes included no clinical impact requiring medical care. Investigation included internal review of the reported damage and return for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, with subsequent intermittent connectivity, aligning with device damage to the display assembly and related components. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated external damage due to accidental drop.